Event description:
It was reported that they plan to send back a mobile power unit (mpu) after it had an error of sorts. The patient woke up to their system controller alarming around midnight while hooked up to the mpu. Per the patient and family the system controller was saying it needed to be ¿connected to power.¿ in the heat of the moment the family decided to do a system controller change. After the system controller change the patient was hooked back to the mpu and the same alarm kept going off. When hooked to battery power no alarms were noted. This was demonstrated over the phone to the coordinator. The patient was brought in and equipment was tested and again when hooked up to the old mpu the system controller indicated it need to be connected to power and didn¿t recognize it was plugged into the mpu. When the system controller was hooked up to the new mpu no alarms were noted. Despite there seemingly being a problem with the old mpu the only light lit up when it was plugged in was the green power light. Neither the wrench nor the battery light ever lit up on the old mpu when it was plugged in. The patients system controller¿s were checked, and everything seemed to be in working order with them.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.